Event description:
The patient was implanted with a left ventricular assist device (lvad). The biomedical engineer reported that, after 2 years of support on the lvad, the patient received a pump exchange. No further information was provided.

Manufacturer narrative:
The manufacturer is attempting to acquire additional information from the hospital regarding the event and the product disposition. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
The explanted device was not returned to the manufacturer for analysis. A review of the device history records revealed the pump met all applicable specifications upon product release. Based on the information available to the manufacturer, a specific cause for the reported event could not conclusively be determined; however, driveline and pump pocket infection are listed in the device¿s approved labeling as adverse events that may be associated with the use of the left ventricular assist system (lvas). No further information is available at this time. The manufacturer is closing its file on this event.

Event description:
It was reported that the patient received a pump exchange due to a driveline pocket infection that was reportedly not responding to intravenous (IV) antibiotics and debridement.